Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the image function did not function normally due to the failure of the cable. The cause of the faulty cable could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the 4k camera head image disappears and only color bars appear in the display monitor. The event occurred during maintenance and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty cable unit. In addition, cable unit cut, focus switch deformed, and rear cover label vanish were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.